Event description:
Additional information was received indicating the right ventricular lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating noise resulting in oversensing was noted on the right ventricular lead.

Event description:
Additional information was received indicating high defibrillation impedance was again noted on the right ventricular lead after the device reprogramming. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the high defibrillation impedance event was sensed by the device.

Event description:
It was reported that during a remote follow up, high defibrillation impedance was noted on the right ventricular (rv) lead. The physician suspected rv lead damage, however, diagnostic imaging was not performed. Provocative testing was performed and the high impedance was unable to be reproduced. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.